Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5077705) that a patient of unknown age and sex who underwent breast augmentation with two unspecified mentor saline breast prostheses, reported experiencing the following: "shortly after receiving saline mentor implants breast in 2003, I began having problems and severe neck pain and headaches. I had a discectomy and laminectomy with a triad allograft in 2004 continued experiencing problems with grip and coordination which escalated until I walked with a cane for years. I was healthy before implants but was diagnosed with several different auto immune diseases after implants. Not sure if they are the cause but my children think so and the disease keep accumulating. Original diagnosis was neuropathy which a few years went to graves disease, multiple sclerosis diagnosis. Fibromyalgia, sjogrens, problems with swallowing dysphagia, chronic heartburn, gerd's, cns neuropathy, thrombophlebitis. Brain lesions, positive for 23 kda and 41 kd bands only on lyme test consistently, arthritis and/or swelling of extremities, fatigue, memory problems. Visions, hearing, mood swings, insomnia, changes in nail bed, difficulty walking, breathing difficulties, etc. Breast lesions high risk multiple biopsies, add'l growth of cysts, back pain and burning in back, chest pain, carpal tunnel syndrome or ulnar nerve neuropathy, etc. Dates of use: 15 years. Diagnosis or reason for use: bigger boobs, breast augmentation." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 4/10/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/12/2019, mentor became aware that the patient's identifier was (B)(6) and that the correct date of implantation was (B)(6) 2003. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).